Event description:
During a coronary drug eluting stenting treatment procedure, inflation difficulties were encountered. The lesion being treated was located in the moderately tortuous, 90% stenosed left anterior descending (lad) artery. The vessel diameter was reported as 2.75 mm. The lesion was pre-dilated with a maverick2 2.5 x 20 mm balloon. The physician attempted to deploy a taxus express2 8.8% 2.75 x 24 mm drug eluting stent in the lad. The balloon would not inflate. The physician felt resistance as the stent and delivery system were withdrawn. It was noted after withdrawal that the stent was deformed. Another stent delivery system was inserted and the stent was inflated once to 10 atm. Plavix was administered for loading and follow up. No pt injuries or complications were reported. The pt's status is reported as good.